Event description:
It was reported that a malfunction alarm occurred. Additionally, due to the malfunction the pump time was incorrect. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the time, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 87 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.